Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4)) will not power on the autopulse platform. The status leds on the battery show 4 green lights. The battery is able to charge successfully in the multi-chemistry battery charger (mcc). No patient involvement.